Event description:
It was reported that the xenon light source flickered and then turned off. The issue occurred during a coloscopy procedure, which was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.